Manufacturer narrative:
On (B)(6) 2017 customer alleged insulin pump has cosmetic damage(missing retainer ring and broken tube lip). Device received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, broken reservoir tube lip, and detached retainer ring. In summary, customer allegation for cosmetic damage(missing retainer ring and broken tube lip) was confirmed during visual inspection where detached retainer ring and broken reservoir tube lip was noted.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment¿s retainer ring was missing. They did not know how it occurred. The customer¿s blood glucose level was 5.2 mmol/l. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.